Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-03636. The pt received his scs system, including two percutaneous leads, on (B)(6) 2008. It was reported that during a back surgery, the physician inadvertently cut the pt's scs leads. As a result, the pt lost stimulation from his system. The leads were explanted and replaced. The explanted leads were not returned to the manufacturer for analysis as they were discarded by the facility. Follow up on the pt found no further issues reported.